Event description:
It was reported that the patient was in dialysis and had a ventricular fibrillation (vf) episode that was detected by the device and treated with a shock. The patient then had non-sustained tachycardia (nst) episodes and was externally defibrillated. It was noted that the patient¿s heart rate, during the nst episodes, intermittently dropped below the ventricular tachycardia (vt) trigger point, which reset the episode counter. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2006 (B)(6). (B)(4).